Event description:
Reporter states that he received a letter on 09-dec-2025 from abbott on recall for specific batches of libre 3 plus devices. He says he has four devices. Three of them have lot numbers that match the letter. He does not have any identifying numbers for the first device due to disposing it after noticing error messages when in use. Device would alert low sugar readings, but reporter states not having any symptoms. Reporter purchased all 4 devices from his local walmart pharmacy. Pt code: 4582. Device codes: 1535, 2460. Ref reports: mw5180448, mw5180450, mw5180451.